Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water invading the scope connector during user handling of the subject device, causing abnormality in electronic components. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was confirmed. The following additional findings were also noted: gap in the bending section cover adhesive, worn angle wire causing the angulation in the up direction and the play in the up/down knob to be out of specification, and cover unit dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera elite colonovideoscope exhibited a scope error e315 during preparation for use in an unknown diagnostic procedure. The procedure was completed successfully using a similar device, and the product problem did not result in a delay. There were no reports of patient or user harm associated with this event.